Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system (lot 8991767). The patient had a very tortuous anatomy. During procedure, while advancing the delivery system, it buckled and was unable to advance due to tortuous anatomy. A new large flexnav delivery system (lot 8902934) was chosen and had the same issue with advancing through the patient's anatomy, and the delivery system buckled in the tortuous anatomy during advancement, causing a perforation. The patient's blood pressure dropped, and the heart rate increased. The valve was not implanted, and the procedure was aborted. The patient's pressure and heart rate was stabilized by the end of the procedure with medication from anesthesia team. The patient was reported stable and well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult advancement through patient anatomy, use-related tissue damage, a bent shaft, and perforation was reported. Information from the field indicated that the patient had very tortuous anatomy, which contributed to the difficult advancement, and the buckling in tortuous anatomy caused a perforation. Based on available information, the reported event appears to be related challenging patient anatomy (tortuous anatomy). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system (lot 8902934). The patient had a very tortuous anatomy. During procedure, while advancing the delivery system, it buckled and was unable to advance due to tortuous anatomy. A new large flexnav delivery system (lot 8991767) was chosen and had the same issue with advancing through the patient's anatomy, and the delivery system buckled in the tortuous anatomy during advancement, causing a perforation. A balloon tamponade was performed to treat perforation. The patient's blood pressure dropped, and the heart rate increased. The valve was not implanted, and the procedure was aborted. The patient's pressure and heart rate was stabilized by the end of the procedure with medication from anesthesia team. The patient was reported stable and well.